Event description:
The customer would like the run data file investigated the determine a possible cause for the elevated wbc content in the platelet product. The disposable was discarded and is not available for evaluation. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: signals in the run data file indicate it is possible, though no conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to this situation. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. There were no events noted in the device history record (DHR) that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable was unavailable for specific root cause analysis, or corrective and preventive actions by terumo bct quality assurance. Possible root causes were provided in the initial report for this event. Internal capas have been initiated to evaluate reports of elevated wbc counts.